Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant recovery card received indicated that an onxm-27/29 was implanted (B)(6) 2016 for recurrent mitral regurgitation. Re-operation was performed same day to explant valve and replace with onxm-25 due to post op diagnostics indicating by the physicians "compromise of the circumflex coronary artery with occlusion of the artery either through compression or by suture. We were unable to determine which."

Manufacturer narrative:
According to the implant registration cards forwarded via email on (B)(6) 2016, a patient received an onxm-27/29 implanted on (B)(6) 2016 for recurrent mitral regurgitation. Re-operation was performed same day to explant valve and replace with onxm-25 due to post op diagnostics indicating "compromise of the circumflex coronary artery with occlusion of the artery either through compression or by suture. We were unable to determine which." Operative notes were received on (B)(6) 2016. They stated regarding the reoperation on (B)(6) 2016, "the patient had undergone a mitral valve replacement of annuloplasty. The right ventricle and posterolateral wall of the left ventricle were sluggish coming off by transesophageal echocardiogram [tee]. There was embarrassment of flow to the circumflex. Because of that, as she was improving, we went to the intensive care unit. A 12-lead EKG was performed. She was stable at that time. The EKG was significant for injury so decision was made to request emergency cardiac catheterization" and 'the patient was taken directly to the catheterization laboratory where angiograms showed a compromise of the circumflex coronary artery with occlusion of the artery either through compression or by suture. We were unable to determine which." Regarding patient status it stated "the patient was transferred to the intensive care unit. She was in improved, but critical condition. At the time of transfer, the mechanical prosthesis worked well with good poppet motion with no compromise by the anterior and posterior leaflets with gradual return of function of the posterolateral left ventricle." The manufacturing records for the (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Patient was implanted with an on-x mitral heart valve - (B)(4) due to compromised circumflex coronary artery flow, this valve was replaced same day with a 25mm standard cuff on-x mitral valve. The operative report was available for both procedures. In the first procedure, the report noted "with those sutures placed, a 27/29 on-x sizer passed comfortably through the valve although this was a bit large." The second procedure report notes that the right ventricle and posterolateral wall of the left ventricle were sluggish. An EKG indicated significant injury and a subsequent angiogram "...showed a compromise of the circumflex coronary artery with occlusion of the artery either through compression or by suture. We were unable to determine which." The second procedure removed the size 27/29mm valve and replaced it with a size 25mm valve. The previous sutures were removed and replaced with new sutures "with shallower bites especially along the lateral commissure in the area of the lateral trigone. This was a bit worrisome because the patient had thinnish tissues" and "the sutures were placed as superficially as possible in this area and felt (sic) without the patient suffering a perivalvular leak." The patient appears to be recovering well with gradual return of function of the posterolateral left ventricle and return to normal of the right ventricular free wall. The on-x mitral valve sizes 25mm and 27/29mm share the identical size carbon orifice which protrudes into the annulus, so successfully going to a smaller size indicates this was not the problem. Both valves are implanted supra-annularly, i.e. The cuff portion sits on top of the annulus, implying that the cuff material is not physically stuffed into a limited space that could press against the walls of the annulus. Successful placement of the 25mm size indicates that the fundamental issue is one of suture placement. Because of the thinner tissue, the surgeon carefully placed the new sutures with as little "bite" as possible while simultaneously avoiding paravalvular leakage. This strongly suggests that the circumflex artery had indeed been compromised by compression or suture and quite possibly a combination of both. The thin tissue anatomy of the patient also suggests that there was very little room to maneuver, so the slightest change in suture placement made all the difference. There is no evidence that there was any failure in the valve, but rather a technical complication associated with the anatomical limitations of the patient.

Event description:
Implant recovery card received indicated that an onxm-27/29 was implanted (B)(6) 2016 for recurrent mitral regurgitation. Re-operation was performed same day to explant valve and replace with onxm-25 due to post op diagnostics indicating by the physicians "compromise of the circumflex coronary artery with occlusion of the artery either through compression or by suture. We were unable to determine which."